Manufacturer narrative:
Date of event: unknown; requested but not provided. Serial number: unknown; requested but not provided. Expiration date and UDI number: unknown as product serial number was not provided. If implanted, give date: unknown; requested but not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. First name and last name: unknown; requested but not provided. Email address: unknown; requested but not provided. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a scratch was observed on the optic of the intraocular lens (iol) the following day after surgery. There was no report of impact on visual acuity or health damage. There was no reported patient injury, and the lens remains implanted. No additional information was provided. This report represents patient 5 of 5. Separate reports are being submitted for the other patients.

Manufacturer narrative:
Additional information: photo evaluation: no complaint product was returned for evaluation. Customer provided photos were reviewed by sme, (B)(6) m.d., who determined that "eight pictures provided in the complaint file and attached to the current document were assessed. Although the pictures appear to be from different cases, it is claimed that the show the anterior segment of a pseudophakics eye claimed to be implanted with 3 pc tecnis iol acrylic monofocal iol model za9003. The images show anterior segment slit lamp images in which it can be observed implanted intraocular lens with posterior cloudiness (potentially pco), which appears to be yag laser capsulotomies in 2/8 images and a lineal/parallel scratch like marks with a smearing appearance partially covering which appears to be the iol posterior surface. The root cause and the potential clinical impact of the reported/observed phenomena cannot be determined from pictures assessment". All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.